Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer was having a high blood sugars of over 600 mg/dl. The customer went to the emergency to get treated. The customer's blood glucose was 105 mg/dl at the time of call. There were no symptoms prior to the high blood sugar and diabetic ketoacidosis except vomiting. The customer does have a back up plan. The customer treated with a syringe prior to the emergency visit. Prior to admittance the customer's blood sugar dropped to 400 mg/dl. The customer was off of the insulin pump greater than forty eight hours prior to the emergency visit due to a bent cannula.( the customer declined to troubleshoot for bent cannula and they will call back for troubleshooting. It was mentioned that the sensor readings do not match the blood glucose reading. The sensor was reading 40, but her blood glucose was 112 mg/dl. The insulin pump did go into suspend on low when readings were off. Troubleshooting was performed and nothing will return.